Event description:
While attempting to draw blood specimen for culture, pt experienced extreme pain at site. Needle removed. Area became very red and swollen, and there was great discomfort in entire arm. Apparently accidental injection of contents of microbial tube. Arm severly affected for several days with nausea, pain, swelling, erythema, unable to bend arm at elbow for 3-5 days. It now appears to have resolved. Pt had heat applied, antibiotics, EKG, pain medication, extended hospitalization, and infectious disease consult.